Manufacturer narrative:
Pending evaluation.

Event description:
Exactech received information that in spain a case of liner wear. Novation crown cup ¿ 52, element size 11, gxl polyethylene liner, and 32 mm femoral head implanted (B)(6) 2014. Wear noted on x-ray(B)(6) 2019. It does not appear that the patient has been revised.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the revision reported in experience may have been accelerated by femoral neck impingement and edge loading. However, this cannot be confirmed as the devices have not been revised, and therefore, have not been returned to exactech for evaluation. (D11) concomitant device: optetrak 3 peg patella, 32mm (cn: 200-02-32; sn: (B)(4) ) the following section(s) have additional info: g4, g7, h1, h2, h3, h6, and h7. Section h11: corrections made in the following section(s): (g1) the initial g4 date should have been (B)(6)-2019 and not (B)(6)2019.